Event description:
Report received of a tubing leak. The customer reported that the patient was in the radiation oncology unit for an outpatient radiation treatment, during the radiation treatment, it was reported that the tubing had leaked 5fu from an unspecified area of the tubing into the fanny pack. The chemotherapy reportedly spilled onto the patient's skin, but there was no adverse effect. The infusion was discontinued and the patient completed their radiation treatment. Reportedly the pt then went to the hematology/oncology clinic at the hospital and a new bag of 5fu was prepared. The patient resumed the chemotherapy with new tubing and a different pump. The patient did not experience any adverse effects. Though requested, no further information was availalbe.